Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the p wave on the sherlock indicates correct PICC placement but x rays are showing that the tip is severely malpositioned. Chest x rays were required. PICC placement had to be re positioned.